Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right atrial (ra) lead had previously dislodged as confirmed via x-ray imaging. The implanted system was reprogrammed with the ra channel deactivated and the ra lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead had previously dislodged as confirmed via x-ray imaging. The implanted system was reprogrammed with the ra channel deactivated and the ra lead remains in service. No adverse patient effects were reported. Additional information provided from the field indicated oversensing of noise was continuing to occur on the right ventricular (rv) channel. After discussions, it was suspected the dislodged right atrial (ra) lead may be touching the right ventricular (rv) lead, thus causing the previously reported oversensing of noise. While the ra channel was previously deactivated, low out of range pacing impedance measurements of less than 200 ohms was seen. Boston scientific technical services provided troubleshooting options to the field, and the system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right atrial (ra) lead had previously dislodged as confirmed via x-ray imaging. The implanted system was reprogrammed with the ra channel deactivated and the ra lead remains in service. No adverse patient effects were reported. Additional information provided from the field indicated oversensing of noise was continuing to occur on the right ventricular (rv) channel. After discussions, it was suspected the dislodged right atrial (ra) lead may be touching the right ventricular (rv) lead, thus causing the previously reported oversensing of noise. While the ra channel was previously deactivated, low out of range pacing impedance measurements of less than 200 ohms was seen. Boston scientific technical services provided troubleshooting options to the field, and the system remains in service. No adverse patient effects were reported. Additional information provided from the field indicated fluoroscopy imaging confirmed insulation abrasions underneath the clavicle for both the ra and rv leads. The entire system was deactivated and left in situ and surgical intervention was performed and a new pacemaker system was implanted on the other side of the patient's chest. No additional adverse patient effects were reported.

Manufacturer narrative:
A risk review was completed and confirmed that the event of dislodged or dislocated was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation summary: with all the available information, boston scientific concludes that although the complaint device was not returned to boston scientific and analysis has not been performed, the primary reported observation is addressed in product labeling (e.g. Instructions for use). Therefore, well-understood factors likely contributed to the event. Dislodged or dislocated are a known inherent risk of the use of this product. Device history record review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Device technical analysis: this product has not been returned back to boston scientific, and as a result, laboratory analysis could not be conducted. Labeling review: review of labeling determined the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Investigation conclusion: dislodgement is a known inherent risk of the use of this product, and this is documented in the labeling.

Event description:
It was reported that this right atrial (ra) lead had previously dislodged as confirmed via x-ray imaging. The implanted system was reprogrammed with the ra channel deactivated and the ra lead remains in service. No adverse patient effects were reported. Additional information provided from the field indicated oversensing of noise was continuing to occur on the right ventricular (rv) channel. After discussions, it was suspected the dislodged right atrial (ra) lead may be touching the right ventricular (rv) lead, thus causing the previously reported oversensing of noise. While the ra channel was previously deactivated, low out of range pacing impedance measurements of less than 200 ohms was seen. Boston scientific technical services provided troubleshooting options to the field, and the system remains in service. No adverse patient effects were reported.